Event description:
A customer reported encountering cgm error 42 with their device. No adverse impact to the customer's blood glucose level was noted. Technical support provided detailed instructions for a pump reset, assisting the customer through the procedure, after which the error was resolved and the customer successfully initiated a new sensor session.